Event description:
It was reported that during an interventional procedure to the circumflex artery with heavy tortuosity, heavy calcification and small caliber, the asahi prowater flex 180 guide wire was advanced through the lesion. The 2.5 x 15 mm trek rx balloon dilatation catheter was advanced, inflated and deflated. On withdrawal of the balloon catheter, the trek and prowater felt stuck together. All devices were removed from the patient. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A followup will be submitted with all relevant information. The trek rx, indicated is being filed under a separate MFR number. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4).a device investigation could not be conducted because the device was not returned. The lot history review revealed no anomaly relating to the reported event.all the devices are checked and inspected for fulfilling its product specifications, and only the products that passed the inspections are shipped out.